Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received a no delivery alarm. The customer's blood glucose was 170 mg/dl. The customer stated that he had received the alarm a couple of months ago and recently received it as well. It was stated that the customer received the alarm most often when changing the site. Troubleshooting could not be completed because the issue was a past event that was already resolved. Nothing further reported.